Event description:
After completing procedure, physician used foot pedal to move microscope from surgical field. Physician continued to engage the lift mechanism after microscope had collided with a surgical illumination arm mounted in the path of the microscope. Microscope arm broke from the column fixing it to the ceiling. Microscope arm impacted on the bed rails and made slight contact with the patient, but without serious injury.

Manufacturer narrative:
A surgical light system was placed in the path of the microscope and prevented it from fully retracting. The point of impact was in a location that created a point of leverage working on the flange holding the microscope arm to the column. Manufacturer concludes that the impact with the overhead surgical light system, combined with the location of that system and the continued application of power to the lifting mechanism of the microscope lead to the failure. User facility indicated that the operator was not paying attention to the progress of the retraction nor the continued application of power to the lifting mechanism. Manufacturer has conducted fluorescence testing on the unit and a replacement and found no latent defects in the material of the flange. The instrument has been repaired. Manufacturer is investigating this occurrence further.